Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of issues with a no delivery alarm on their insulin pump. Customer also states hospitalization due to high blood glucose. The customer's blood glucose at the time of the incident was 500mg/dl. The insulin pump is not being returned.